Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: a pharmacist shared negative feedback from a patient using bd mf ultra (4mm pro) needles. Long time user of 4mm pro for norditropin injection: no difficulties; used to handling the devices. Last box used: defective non patient needle; several needles incriminated. Indeed, the finding was made during the manipulation (no product injected); but finally, it can also correspond to a defect at the opening (the patient brought back only one defective needle, and not the box).

Event description:
It was reported that the pen ndl 32g 4mm hp experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: a pharmacist shared negative feedback from a patient using bd mf ultra (4mm pro) needles. Long time user of 4mm pro for norditropin injection: no difficulties; used to handling the devices. Last box used: defective non patient needle; several needles incriminated. Indeed, the finding was made during the manipulation (no product injected); but finally, it can also correspond to a defect at the opening (the patient brought back only one defective needle, and not the box).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-03. H6: investigation summary two open 32g x 4mm pen needle samples and two photos were returned from lot. No. 0197618, cat. No.320562. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on one sample. No issues were observed with the second sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.